Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, and a 6f non-penumbra short sheath. During the procedure, the physician flushed the benchmark and then inserted it into the short sheath when the physician noticed the benchmark started to leak at the hub. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same sheath. There was no report of an effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed, a leak beneath the stain relief. Evaluation revealed, a fracture underneath the strain relief. If the benchmark is manipulated at extreme angles, during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported leak, during the procedure. Further evaluation revealed, bends throughout the catheter shaft and an ovalization on the distal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected, during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal, any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.